Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a battery out limit alarm on the insulin pump. The alarm occurred after a battery change. The customer¿s blood glucose level was 300 mg/dl. The customer also reported that the insulin pump had a blank display. Troubleshooting was performed and the display returned. They were sent a replacement battery cap. It was noted that the customer called back on (B)(6) 2017 to report that they were still having battery issues even after being sent a replacement battery cap. The insulin pump also had a blank display. The device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had blank display due to faulty on mother board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery out limit alarm, off no power alarm, low battery alarm due to blank display. The insulin pump had minor scratched display window.